Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that the patient presented to the cardiac cath lab (ccl) with a myocardial infarction (mi). The right common femoral artery (cfa) was accessed with a single stick and used to diagnose and treat the patient. The patient remained on ac therapy post procedure. A femoral angiogram of the access site revealed a good location to deploy a 6fr angio-seal device. The patient was transported to a room and 24 hours later the remaining venous sheath was removed, and patient was able to ambulate. Approximately at the 60-hour mark, the patient became acutely hypotensive and developed a right femoral hematoma. The patient returned to the ccl and repeat angiography was performed of the right femoral artery. This reveled an active bleed at the site of the closure. A covered stent was then used to seal the bleed with good outcome. The patient is now doing well from that incident. Additional information was received on 08jan2020. It was a simple closure. The patient was reported to be stable. Hemostasis was successfully achieved with the reported angio-seal device.